Manufacturer narrative:
Initial MDR designates this is a death event. Death did not occur. The event is in fact a reportable malfunction-corrected information to b.1

Event description:
The customer reported that the slide clamp on the extension set breaks. The broken clamp does not prevent flow, therefore, the nurses continue to infuse with the set. Although requested there was no other information provided.

Manufacturer narrative:
Capturing event date- additional information added to: date of event.

Event description:
The customer reported that the slide clamp on the extension set breaks. The broken clamp does not prevent flow, therefore, the nurses continue to infuse with the set. Although requested there was no other information provided. A copy of the customer's medwatch report was received from the FDA stating, "five additional IV extensions sets with broken clamp given to turn over to clinical engineering. Facility continues to have issues with blue slide clamp on extension cracking when used. Additionally, it was reported to me that anesthesiologists are reporting difficulty taping extension tubing in place as the tubing is too rigid this is resulting in tubing getting caught on things and ivs actually or potentially being pulled out."

Manufacturer narrative:
The customer¿s report that the slide clamp broke was confirmed. The extension set was visually inspected for obvious damage such as incomplete bonding engagements, cracks, fractures, kinks, holes, and tears. The slide clamp was received separated from the set. A vertical crack was visible at the injection molding gate location, extending completely from the inside clamp opening, confirming the customer¿s report. Tool marks were not observed. No other evidence of damage or anomalies was observed upon visual inspection. Functional testing was not performed as visual inspection confirmed the customer¿s report of a broken slide clamp. The root cause was a result of a non-ideal gate location and shelf life of the slide clamp raw material.

Event description:
The customer reported that the slide clamp on the extension set breaks. The broken clamp does not prevent flow, therefore, the nurses continue to infuse with the set. Although requested there was no other information provided.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, patient demographics not provided.

Event description:
The customer reported that the slide clamp on the extension set breaks. The broken clamp does not prevent flow, therefore, the nurses continue to infuse with the set. Although requested there was no other information provided.